Event description:
Upon follow-up, the 3rd tooth location was provided as #12.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: event description was updated to add the 3rd implant's tooth location.

Event description:
Per follow up, it was reported that three (3) implants were removed due to infection. Tooth locations #4, #5 and unknown.

Manufacturer narrative:
.This report is being submitted to relay corrected data and additional information. Correction: the event description was updated to include all 3 implants with tooth locations and the initial reporter's address was updated/corrected. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. E1: address, city and zip code were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
It was reported that the implant was removed due to infection. Tooth location is unknown. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided d4: lot number unknown / not provided g4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.